Event description:
During an initial implant procedure, increased pacing impedance was detected on the right ventricular (rv) lead. While attempting to reposition, the helix would not rotate. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Event description:
Additional information was received that there is suspected helix damage.